Event description:
It was reported that during an uterine myomectomy procedure, the balloon broke. Another device was used to complete the case. There were no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.